Event description:
The customer reported that the device ac mains light was not illuminated, and the ac loss alert was on. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.